Event description:
The customer reported that elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system and an access 2 immunoassay system for one patient's samples. This report represents the elevated initial accutni result, within the risk stratification range of the assay, generated from the access 2 immunoassay system for one patient sample. Beckman coulter inc. Assessment of customer supplied patient data revealed that repeat testing of the sample on the same instrument generated a lower accutni result within the normal reference range of the assay. Additionally, upon redraw and retest of a second sample on the same instrument as well as an alternate instrument, the accutni follow-up result was lower, within the normal reference range of the assay and regarded as valid. One of these follow-up results was reported outside of the laboratory. The initial, elevated accutni result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The initial sample was a short draw sample collected in a greiner tube with gel separator. It was centrifuged at room temperature prior to testing. The second sample was collected in a greiner tube with gel separator, was centrifuged at room temperature prior to testing, and appeared to be slightly hemolyzed. The reagent lot associated with this event was 122054. There were no issues with other patient samples. Patient demographics and system/assay performance data was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The cause of this event is unknown and could not be determined based on the supplied information. Mdrs associated with this event: 2122870-2012-01422 and 2122870-2012-01454.